Event description:
It was reported that during a right atrial (ra) lead implant attempt the helix would not deploy. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Lead returned with the pinch-on tool attached to the connector pin and the connector pin is bent. Attempt to bent the connector pin back to perform helix extension test. Blood and tissue visible inside returned helix, note: helix returned fully retracted. Photos taken. Removed tissue from helix with alcohol, helix does not extend due to spin at 1.5cm in the connector, damage at implant attempt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.